Manufacturer narrative:
Analysis: visual and optical examination of the implant identified multiple cuts to the sheath, which appears to have been created by sharp object, consistent with iatrogenic damage. Additionally, one of the flanges are broken off and not returned for analysis. Dimensional examination confirmed conformance of implant overall dimensions. Microscopic examination of the shell sintered porous coating identified evidence of boney in-growth, consistent with implant located stationary for a some period of time. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination. Unable to determine root cause of implant migration from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-operative diagnosis: degenerative disc disease. For which patient under went artificial disc replacement (adr) procedure. Post-op, on an unknown date, patient presented with neck pain. The implant migrated anteriorly. For which, patient underwent revision surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.